Manufacturer narrative:
Eval, method - other - DHR review performed. Results - other - DHR review revealed no similar issues were found during the MFR of this lot#. Conclusions - other - CAPA# 4000460 was opened to address this issue of jamming. If additional info is received, a f/u report will be sent.

Event description:
The event is reported as: the stapler jammed during use. No pt injury reported.